Event description:
It was reported that the patient was admitted for pump stops. The controller was reported to have been exchanged due to "not communicating with the pump" as the patient reported not to be able to see their ventricular assist device (vad) numbers. The driveline did not show any signs of concern, but the patient remained on batteries or ungrounded cable since their recent splice. The current recent driveline did not show any obvious areas of concern including kinks or twists. The patient experienced dizziness at the time of the alarms and was reported not to be a surgical candidate, hence, was started on palliative dobutamine. There was reportedly no room to perform additional percutaneous lead repair. The log files captured 34 pump stops and 30 low speed advisories (B)(6) 2023 and (B)(6) 2023 with speed drops as low as 0 rotations per minute (rpm). In the past, this type of behavior has been liked to a potential issue with the percutaneous lead. The issue appeared to be occurring while the vad was connected to batteries or the power module. In order to prevent further interruption in support, it was recommended to keep the vad connected to battery power until further investigation is completed. The submitted x-rays did not show any area of concern. It was also noted that the log files captured a yellow wrench indication with a replace controller message which could have been the reason for the patient to perform a controller exchange. Related MFR # for the controller: 2916596-2023-07201

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Recent driveline splice captured under MFR. Report # 2916596-2023-00035 manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log files. The submitted log files contained events from two different system controllers, collectively spanning from 24jul2023 to 24sep2023. The log files recorded intermittent pump stop events starting on 22sep2023 with associated low speed, low flow, replace controller and no external power alarms, as well as elevated pump powers. The system was supported with 14 v (volt) batteries or the power module during the events. Of note, a phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated drainage of the external 14 volt batteries to result in the observed no external power alarms. During the no external power alarms, the ebb (system controller's backup battery) was recorded as ¿active¿ due to this accelerated drainage, per design. The pump ramped back up to the fixed speed following each event. Based on heartmate ii complaint history and similarly reported events, the data captured in the log files is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop events cannot be conclusively determined through this evaluation. The patient is not a surgical candidate and remains ongoing on vad-53426. No further events have been reported at this time. The relevant sections of the device history records for vad-53426 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook is currently available and contains information on caring for the driveline, as well as system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.